Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified but was likely caused by insufficient cleaning due to leakage from the right/left angulation control knob and up/down angulation control knob. However, a definitive root cause could not be determined. The instruction manual states the detection method associated with the event in "gif/cf type 165 series operation manual chapter 3 preparation and inspection", and preventative measures in "gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures". Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation that there were foreign objects in the following; air/water cylinder, air/water tube, jet tube, plastic distal end cover, nozzle, adhesive on bending section cover, and connecting tube of the colonovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: due to damage on right, left, up, and down knob, water tightness was lost due to deformation of angle shaft, up/down knob did not move smoothly. Indication on grip was unclear. Suction cylinder had no color. Electrical connector had corrosion. Protector of universal cord on suction connector side had a cut. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.